Manufacturer narrative:
There were no devices were returned for investigation, however one photograph was provided. The photograph showed a fast-cath trio tray with the guidewire, sheath and dilator. The three-way stopcock was not present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported issue of the three-way stopcock not being attached could not be conclusively determined.

Event description:
During device preparation, when the package was opened, it was noted that the three-way stopcock was not attached. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.